Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, post-procedure in 2007, the patient experienced some urinary leakage. The patient had reportedly lost a significant amount of weight (specifics unknown), which the physician believes contributed to the urinary leakage. In (B)(6) 2012, the patient reported mixed incontinence and the physician gave her collagen injections to try and treat it. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.